Event description:
It is reported that the patient was revised due to an acute infection.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. Revision operative notes were provided which noted that a minimal amount of purulent material was expressed from the superficial tissues upon incision. The zimmer sterilization vendor processes all implants to meet FDA regulations and (B)(4) standards at a sterility assurance level (sal) of (B)(4). Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.